Event description:
It was reported the patient's lead migrated. Surgical intervention was undertaken during which the lead was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.